Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample analysis, applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split or damaged introducer sheaths was confirmed but the exact cause was unknown. The product returned for evaluation was a 4.5fr ptfe microintroducer dilator/sheath set, a loose 4.5fr introducer sheath, and two photographic images. The introducer set was returned with the dilator inlaid within the sheath and the sheath contained a crumpled region at the distal edge. The loose sheath also contained a crumpled and split tip. Microscopic examination of both sheath tips found similarities in the damage. The damage regions contained two points of apparent contact and evidence that a force had been applied to pull that region of sheath towards the proximal end. Further examination of the sheath/dilator region on the returned set found that the transition between the two components appeared to be normally formed and unremarkable. Insufficient evidence was observed to confirm the exact nature of the damage seen but possible causes could be an insertion angle which was too great or failure to twist the introducer set upon advancement into the insertion site in conjunction with the edge of the sheath being caught on hard fascia or tissue. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when using the PICC catheter, the head nurse of oncology department found that the sheath was split, unable to perform a successful puncture. Opened another kit and its sheath also split at the proximal end, unable to conduct a successful puncture. This report addresses the first split sheath.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redx0193 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that when using the PICC catheter, the head nurse of oncology department found that the sheath was split, unable to perform a successful puncture. Opened another kit and its sheath also split at the proximal end, unable to conduct a successful puncture. This report addresses the first split sheath.